Event description:
The customer reported the system's cine function failed to operate properly. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A printed circuit board and video switch were replaced. Also, the software was reloaded. The system was then found to be operating as intended.